Event description:
This is the second of two reports (same patient, same surgery, different mayfield skull clamps). This report is in regards to the second mayfield skull clamp, with lot code 081. A (B)(6) female patient underwent a posterior decompressive cervical laminectomy c3-5. The surgery was not performed with a stereotaxy device. Integra adult disposable pins were used (a1072, lot number unknown). Mayfield skull clamp (067 lot code) was placed on the patient. Sixty pounds of pressure was applied by the surgeon. When the surgeon attempted to reposition the patient¿s head, the clamp pressure dropped to 20 lbs. This caused a deep laceration. The length of time the product was in use before the event occurred was at most 5 minutes. This caused a 20 minute delay in surgery. The laceration was treated with betadine, bacitracin, and four 4 staples. The clamp was replaced with a second mayfield skull clamp (081 lot code) which was placed on the patient after having the first skull clamp (067 lot code) had failed. Integra adult disposable pins were used (a1072, lot number unknown). Eighty pounds of pressure was applied by the surgeon and positioning was completed by the surgeon. When the surgeon palpated the patient's neck to check for incision site, the clamp pressure dropped to 60 lbs. The length of time this second mayfield skull clamp (081 lot code) was in use before the event occurred was about 15 minutes into the procedure. A 10 minute delay in surgery was reported. The surgeon reapplied 80 lbs. Of pressure, rechecked the clamp to ensure it would hold and rechecked pressure to find it remained at 80 lbs. The patient was draped and the clamp pressure was rechecked and it remained at 80 lbs. The surgeon made incision, dissected down to the spine and placed a kocher on the spinous process for x-ray. The clamp pressure was rechecked just prior to the x-ray to find it had dropped to 60 lbs. Again. At this point, a second certified registered nurse anesthetist (crna) was called to the room to hold the patient¿s head, which needed to be done for the remainder of the case. Clamp pressure was rechecked several more times throughout the remainder of the case and it remained at 60 lbs. It wasn¿t until the case was completed and the patient was moved from the or table back to her patient bed that a second laceration was found during reassessment of the patient's head. This second laceration also required betadine, bacitracin, and four staples. Patient outcome was reported as fine. Linked to mfg. Report number: 3004608878-2017-00084.

Manufacturer narrative:
Investigation completed 05/02/2017. Method: -device history review -trend analysis -failure analysis. This product was manufactured in 2008, which makes this product being in service 8.7 yrs. This device has exceeded its useful life of seven years. In cases such as this, a formal DHR review is not performed. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. With respect to the returned unit, the lock has rotational movement when unit is not under pressure; this would not have caused unit to lose pressure or the slippage. When unit is properly positioned and put under pressure, unit would not have lost pressure or slipped. Unit was last repaired on oct 07, 2008 and will require pm maintenance performed at this time. Conclusion: root cause could not be determined at this time.